Event description:
On (B)(6) 2011 at 0230, rn providing routine care for pre-term .847 gram baby noticed separation of baxter interlink system non dehp three lead extension set had separated at y juncture where the double tubing connects at the y juncture. D7.5tpn with 20% intralipids infusing. Line was connected to a PICC line. Tubing immediately disconnected PICC line flushed. No blood loss estimated.